Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in that during a shoulder arthroscopy for a bankart repair procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was blocked. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, 3 vapr cp90 (all: 228146; all lot: u2008009) were blocked, two complaint device were received and evaluated. No visual damage in the devices, saline residues were observed in the suction tube and signs of activation can be observed. Due to the failure reported is related to suction, these devices will be sent to supplier for further evaluation. Two vapr coolpulse90 electrode were returned to supplier for evaluation. The supplier conducted visual inspection and functional test of devices received by customer. The visual inspection revealed that: two devices returned for investigation, neither device was returned in the original packaging, both devices are in a used condition with tissue in and around the active suction port, there was staining visible in the suction tube in device 1, no visible damage to the device shaft, handle, cable or plug on either device. Device 1. The electrical test was conducted without failure. During the functional test, the flow rate and the flow rate post activation failed. The summary of the supplier's investigation established that both devices were in a used condition and that the suction paths were blocked. A thin gauge wire was used to locate the blockages. The blockage on device 1 was located at the distal end of the device and was caused by tissue debris. A manufacturing record evaluation was performed for the finished device lot number: u2008009, and no non-conformances were identified. From our investigation were able to confirm the customer reported suction issue with both returned electrodes. For device 1 the suction flow failed specification and the blockage was found to be tissue debris at the distal section of the device. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.